Event description:
Reportedly, post operatively, there was leaking from the staple line. The pt was brought back to the operating room 8 days later. The staple line was re-done at that time. Pt status is fine. Procedure: lap gastric bypass.